Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 05/15/2026, intuitive surgical, inc. (Isi) received user facility report mw5187258 stating: during surgery, robotic instrument mega suturecut needle driver was not functioning properly. Surgeon reported it was dull and not working. Instrument was removed from field and tagged. No patient injury reported from malfunction. It was sent to spd (sterile processing department) and placed in broken bin. Robotic leader retrieved instrument and filled out appropriate forms. Instrument will be sent to manufacturer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage at the middle of the blade. Both blade edges were indented. The indentation of the blade caused the instrument to appear dull. The cutting edge did not have corrosion that would have contributed to the blade damage. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material, such as hard objects like bone or cartilage, or from mishandling or misusing the instrument.